Manufacturer narrative:
G5: completed.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® deployment system. During deployment of the trunk ipsilateral leg endoprosthesis, and before the ipsilateral leg was completely deployed, the physician stated that he was exerting force on the delivery catheter, in an attempt to not cover the right internal iliac artery. He stated that he believed the ipsilateral leg was then too proximal, and released pressure on the delivery catheter, and fully deployed the device. However, it was reported that this resulted in unintentional coverage of the right internal iliac artery. The physician then attempted to push the ipsilateral leg proximally using balloon catheter but the attempt was not successful. The physician is monitoring the patient. The patient tolerated the procedure.